Event description:
It was reported that an employee of the facility is experiencing sneezing, dry hacky coughing, and nasal congestion with nasal sores while working around cidex opa. The employee has been using the product for approx 6 months. The employee has seen a physician and had antibiotics prescribed twice for the same symptoms. The antibiotics have not relieved the symptoms. The employee denies having allergies of any kind. The facility subsequently reported that although they have been using the cidex opa for a year, the the past month employees working in or entering the disinfection room have reported sinus problems, sores in the nose and burning eyes. Customer reports that the product is used in a room with a window that cannot be opened. The room was found to have adequate ventilation following the reported incident. The opa is used in a stainless steel sink with clear plastic lids loosely placed over the top of each sink. Asp customer support rep provided ventilation recommendations to the customer at their request.